Event description:
It was reported that at the time of a routine ICD changeout, the hvb lead had impedance values < 20 ohms and external shock was required. Flouro suggested lead insulation problems. The lead was replaced. No patient complications reported as a result of this event.